Event description:
A (B)(6) female patient underwent aaa repair on (B)(6)2009. The patient anatomical form was found to be suitable for repair. The top stents were released first and the contralateral side was cannulated. The ipsilateral side was not stented, because there was not the right sized graft on hand. The confirmatory angiogram revealed an endoleak that couldn't be identified as a proximal type 1 or a type ii. The physician attempted to place another manufacturer's stent from the right side, but the stent got caught in the graft and dropped. The stent could not be retrieved, thus it was eventually placed in the external iliac artery. Another stent was eventually placed in the proximal neck accessed from the left, but the endoleak persisted. On (B)(6)2009, a follow-up CT image revealed the endoleak was a type ii from the lumbar artery and the physician took a wait-and-see approach. The status of the patient at this time is unknown.

Manufacturer narrative:
(B)(4). The zenith line of aaa products successfully completed all verification and validation activities. The outputs from this process provide evidence that the device meets the design input requirements and that the design input requirements meet the needs of the user. Instruction for use (IFU) are shipped with each device listing the indications for use, warnings, precautions, contraindications, and the proper deployment sequence. At this time, it is unknown if all the details of the case have been provided. Based on what was provided, it would appear no leg graft was placed on the ipsilateral side of the main body. Furthermore, the event evaluation form from cook (B)(4) only lists one tfle used in the procedure. This would be considered off label as this device is a modular system consisting of three components. However, based on the available information, this did not appear to yield an adverse effect to the patient. We have notified the appropriate individuals and we will continue to monitor for similar events.